Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone at an unknown concentration/dose/frequency via an implantable pump for non-malignant pain, chronic low back pain and spinal pain. It was reported the catheter was "off." The patient had a refill 2 weeks ago. The patient was told he had 37 days before the pump would go empty. The patient experienced numbness around the pump. The patient's new healthcare provider (hcp) made a change to lengthen the refill date and it "screwed everything up." It was noted that something with the hydromorphone was doubled so that the patient could have the pump refilled every 2 months. The patient was in terrible pain, he was in bed for months, his hips and legs were killing him, and he could not walk and had to use a walker. It was noted the patient's tolerance was very high and it took a lot of medicine to relieve his pain. The hcp servicing the patient's pump only put in hydromorphone, and it was not working. The patient reportedly asked about putting the same medication in the pump as the trial and he was dismissed by the hcp. The event date was noted to be in 2016.

Event description:
The following information was previously reported via manufacturer's report # 3004209178-2016-15354 [information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain, non-malignant pain and chronic low back pain. It was reported the patient thought there was a rip in the catheter or it had pulled away from the pump; it didn't seem to be going up his back. No patient symptoms were reported. The event date was unknown. No further information was provided. If additional information is received, a follow-up report will be sent.] Additional information received reported that they had discovered a leak in the patient's catheter and the healthcare provider was supposed to replace it but instead they just "patched" it in a procedure on (B)(6) 2016. Additional information received from the company representative reported that they found out about the catheter dye study at the date of the dye study with the physician on (B)(6) 2016. The company representative thought it was a patient meeting and the physician decided to do a dye study in the office. Everything was fine. Good flow at the tip of catheter, no contrast came out anywhere other than the tip of catheter, but the physician did not feel confident in their abilities to confirm a normal dye study so requested another physician to do one as a confirmation. Logs showed no rotor stalls. The physician did a second dye study in the hospital on (B)(6) 2016 and everything was normal. No issues. Good flow at the tip of catheter. The physician confirmed what other physician found. The company representative was not aware of any catheter revision on (B)(6) 2016

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.